Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed¿ with alert 38 indicating a motor stall and a subsequent restart alert 64 indicating a haptic error; a dry run without supplies completed successfully, but the error recurred after restart, and replacement of the ilet was advised. Symptoms included no reported adverse clinical effects. Outcomes included continuation of diabetes management with subcutaneous insulin via pen and use of cgm through the dexcom app while awaiting replacement. Investigation included review of device notifications, guided troubleshooting, removal of supplies, and a successful dry run to isolate the issue. Investigation of this case revealed recurrent motor stall and haptic malfunction consistent with a device mechanical or actuator issue rather than a user or supply problem, given resolution during dry run and recurrence on restart with supplies. It was concluded, based on previously established findings for similar reports, that the cause was device failure related to the motor drive or haptic component. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.